Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-31833. It was reported that the patient underwent surgical intervention on (B)(6) 2012 wherein the ipg and paddle lead were explanted and replaced due to an unknown reason. The replacement paddle lead was placed one vertebral body up per patient and physician preference. The patient has effective stimulation.